Manufacturer narrative:
Siemens went on site and found that monthly maintenance was overdue. Siemens performed the monthly maintenance. The aspirate probe and the acid/base dispense were checked. No issues were identified. Numerous fine bubbles were observed in the tubing and liquid was observed in the water trap. The water trap was cleaned. Siemens continues to investigate. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2020-00681 was filed for results generated on a different system on a different day and MDR 1219913-2020-00682 was filed for a result generated on a different day.

Event description:
The customer observed reactive (positive) results on two advia centaur xp systems with the sars-cov-2 total (cov2t) assay for 5 patients compared to nonreactive (negative) results on repeat testing on the same instruments and an alternate method. Additionally, one sample was reactive on a second day of testing on the same instrument. The customer also observed reactive (positive) results for an additional 20 samples on one advia centaur xp system compared to nonreactive (negative) results on repeat testing. The reactive (positive) results were not reported to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00680 was filed on december 29, 2020. Additional information - january 4, 2021 siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated. MDR 1219913-2020-00681 supplemental 1was filed for results generated on a different system on a different day and MDR 1219913-2020-00682 supplemental 1 was filed for a result generated on a different day.